Manufacturer narrative:
Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer. Patient product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that the patient experienced a burning sensation. It was noted that the manufacturer's representative saw the patient earlier on the day of report and that the battery was "getting hot." The patient had reportedly fallen two weeks prior and the issue started prior to the fall, but the patient did not know how long before the fall the issue started. There was reportedly no redness near the implantable neurostimulator (ins), no shocking, and everything "looked good" according to the manufacturer's representative. It was noted by the patient that there was "no rhyme or reason" and that the problem was intermittent and happened even when the patient was not recharging. Additional information received later that day by a nurse who called the patient reported that the heating sensation would occur 3-4 times per week and would cool down on its own. It was noted that it did not feel warm internally, but externally on the patient's skin. It was noted that it would occur at "any time" and had been occurring for about three months. It was noted that the doctor ordered a cat scan but that may not occur due to insurance issues so the doctor stated he "will probably just replace the ins." Additional information received two days later reported that an impedance test was done showing all contacts working properly. It was noted that a CT scan would be ordered. The plan was to reportedly have the battery changed. According to the patient, the stimulator was working properly; the patient experienced no shocking or inadvertent stimulation. It was further noted that the stimulator was providing great relief for the patient's pain and he was running the stimulator 24/7 with no other issues. Reportedly no interventions had occurred at the time of report. Additional information received four days later that it was difficult to obtain insurance permission for the CT scan so the plan "might be to go ahead and explant and replace the battery if permission was not granted." Additional information was requested, but was not available at the time of report. If additional information is received, a supplemental report will be filed.